Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient was at the hospital due to a diabetes diagnosis and was being trained on the omnipod system. While wearing a the new pod, the patient experienced hyperglycemia. The patient's blood glucose levels reaching 400 mg/dl. Adhesive issues were experienced while wearing the pod between 36 and 48 hours on the abdomen. The patient was diagnosed with diabetes and a lump in the thyroid gland. As treatment for the hyperglycemia, an insulin injections were administered by the healthcare physician.

Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in a failure of the adhesive pad to adhere; a root cause for the reported event could not be determined. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.